Event description:
Caller reported experiencing an incomplete bolus alert, leading to misunderstandings involving bolus administration. Blood glucose levels was in the 30s mg/dl. The customer resolved blood glucose issues by eating food and monitoring levels until normalized. She received education from technical support on proper system functionality and understood the explanation. The pump was functioning as intended.